Event description:
Customer reported that the alarm has power, but will not allow a message to be recorded. There was no pt incident or injury reported.

Manufacturer narrative:
Eval of the returned product revealed the unit powered on and was able to record a message. There is a sound in the background, but the pre-recorded message plays clearly. Add'l testing shows that the message does record, but not very clear. The battery springs are bent. Note: the instructions for use has a warning statement: the posey sitter select is an electronic device. It may fail to work if subjected to severe shock, such as being dropped, or immersed in liquid. Store the alarm in a secure place so it will not be dropped or damaged. Do not use if, battery door is missing; battery door is damaged, alarm case is damaged, or alarm case is cracked. (B)(4).